Event description:
(B)(4). Same case as: 2134265-2013-03498, 2134265-2013-03499. Same patient as: 2134265-2013-03191, 2134265-2013-03190. It was reported the during a coronary stenting treatment procedure, the patient experienced chest pain. The patient presented on (B)(6) 2011 due to the occurrence of 2-4 weeks typical angina which was severe, radiating to shoulders and was diagnosed with unstable angina. The patient was then referred for cardiac catheterization. The target lesion being treated was located in the mid left anterior descending (lad) artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.75mm. On (B)(6) 2011, during index procedure, a 3.5 mm 6fr cls catheter was inserted to the target lesion followed by a 182 cm choice floppy guide wire. The lesion was treated with pre-dilatation using a 2.05 x 15 mm apex balloon. Following pre-dilatation, the patient complained of left lower chest pain and was then given with fentanyl IV 25mcg and atropine IV 0.25mg medication. After, placement of a 2.75 x 16 mm taxus liberte stent overlapped distally by a 2.75 x 12 mm taxus liberte stent was done to treat the lesion. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).